Event description:
It was reported that a patient experienced adverse effects following surgery where screws using the excelsius gps system were misplaced intra-operatively.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Investigation of the case logs revealed that the root cause is traced to skiving. Comparison of the preoperative plan to the placement of screws in the post-operative CT, determined that the left-sided screws were placed accurate to plan while the right-sided screws were placed medial to the plan. This type of misplacement is symptomatic of skiving. Additionally, the software detected excessive forces on the load cell during bone work for l4-r and l5-r. This is the result of skiving forces detected while a tool is inserted into the end effector. The software correctly detected the force and alerted the user. Skiving can lead to the misplacement of screws. The cause of the reported issue was traced to user technique. The following sections are been updated: b4, e1, h2, h6, h10.